Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. There was no damage to the area where the foreign material was detected, and there were no deviations identified with the reprocessing performed. Therefore, the cause of the material remaining in the device could not be determined. The event can be detected/prevented by following the instructions for use which state: instructions for gif/cf/pcf-290 series, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions for gif/cf/pcf-290 series, reprocessing manual, chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: the connecting tube has a scratch, the plastic distal end cover has a dent, due to wear of the angle wire; the play of the up/down knob is out of the standard value, due to wear of the forceps elevator lever; the up/down knob cannot be locked securely, adhesive on the bending section cover has a chip and a white-clouded area, due to clogging of the nozzle; water removal ability does not meet the standard value, switch 1 has a cut, paint on the suction cylinder is peeled, the switch box has a scratch, grip has a scratch, universal cord has a scratch, universal cord has a wrinkle, the protector of the universal cord on the scope connector side has a scratch, the adhesive around the objective lens is peeled, adhesive around the light guide lens is peeled, due to wear of the angle wire; the bending angle in the up direction does not meet the standard value, and the connecting tube has a dent. The customer cleaned, disinfected, and sterilized the device before sending it to olympus. The customer reported it is possible that powder from the gloves may have adhered to the product since the product is wiped with gloves on even after cleaning. There was no delay during precleaning. The air/water nozzle was flushed with water and air. There were no abnormalities in the accessories used for reprocessing. The air/water nozzle was wiped/brushed with clean lint-free cloths, brushes, or sponges. The air/water nozzle was flushed with detergent solution. There were no other concerns regarding reprocessing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope nozzle has foreign objects. There were no reports of patient involvement.